Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: surgeon was performing a trauma procedure to fix a radial head and capitellum on (B)(6) 2013. Following the insertion of the first guide wire, as surgeon was removing the drill bit from the patient, the end flutes of the drill bit shattered into three pieces. They subsequently had to be removed one by one from the wound and a second drill bit was used. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The present drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The exact cause of this occurrence can not be defined. It is visible that the cutting edges above the fracture zone are damaged. This is an indication that an excessive metallic contact during the removal, par example with the drill sleeve, could have caused this breakage.